Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device needle joint was broken. The following information was provided by the initial reporter, translated from chinese to english: "material no.385100 joint is broken, and the needle joint is separated from the silica gel problem department: outpatient department of renal medicine"

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. The first photograph displayed a view of a q-syte unit with a separated top and bottom polycarbonate body and had presence of red media. The top body had a syringe attached to it and the bottom body is attached to a miscellaneous device. The second photograph displayed a view of what appears to be blue drape towel and a yellow bag with media present. Through the visual inspection of the photographs, component damaged was observed as the top and bottom body are separated. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing at the welding process, the defect of inconsistent weld line can occur due to improper set-up or machine failure. An inconsistent weld line can result in separation of the top and bottom body. Our operators conduct controlled checks at setup and throughout the process for weld strength and perform required parameter checks. Preventive maintenance was conducted at 100% as scheduled with no deviations. In the user environment, this type of defect ¿cracked housing¿, can occur if the user overtightens during connection. Either scenario is possible, and without the affected unit for close observation it is impossible to narrow down the root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device needle joint was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "material no.385100 joint is broken, and the needle joint is separated from the silica gel. Problem department: outpatient department of renal medicine".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.